Manufacturer narrative:
Button error alarm and no act button response due to corroded keypad traces. Pump received with minor scratched display window, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube window corners and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a button error alarm after a button may have been pressed for too long. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.